Event description:
It was reported that a user experienced intermittent connectivity with a dexcom g7 continuous glucose monitor (cgm) sensor, evidenced by multiple sensor reconnecting alerts, while the sensor was otherwise connected and providing readings at the time of the call. No adverse clinical symptoms reported. Outcomes included no impact on health, no medical intervention, and no hospitalization. User support included a call center troubleshooting review confirming active sensor connection and user alert history. Investigation of this case revealed intermittent signal loss consistent with brief sensor communication interruptions, with no specific responsible device identified. It was concluded, based on previously established findings for similar reports, that the cause was likely transient signal disruption due to use conditions.